Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor, however a specific bg value was not provided, and a trace ketone level. Reportedly, the customer miscalculated the amount of carbohydrates consumed prior to delivering a bolus. Bg was addressed via a correction bolus. Reportedly, the customer continued to use the pump for insulin delivery.